Event description:
It was reported the patient¿s stimulation did not control their symptoms and was too strong. Stimulation was hurting the patient. The patient¿s programmer training was inefficient due to anesthesia. The patient was able to decrease stimulation to a comfortable level. The patient went through three pads the night prior to call. It was reported the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2015 was noted. The patient still wondered if it was working. It was reported the patient woke up to a shocking sensation. The patient usually had stimulation at 1.9 v, but they were trying 2.4 v and they could not handle that high of setting. Decreasing to 1.9 v resulted in comfortable stimulation. The patient¿s therapy was working and they were able to urinate, but they still wore a diaper. The patient was getting urinary tract infections on and off and had one at the time of the call. The utis could be due to the patient waiting too long to change their diaper. The patient started new medication the day prior to call. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).